Event description:
It was reported that oversensing due to noise was observed. Lead replacement is planned. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped at another facility and lead will not be returned.